Event description:
At the end of the surgical case, the bone pins were extracted and the tip of one of the pins was broken. The bone pin tip was left in the patient, post-operative x-ray confirmed the bone pin tip.

Manufacturer narrative:
Additional lot # - 06110809. The bone pin involved with the event was not returned. An investigation was initiated, and bone pins from the same lot are trying to be recovered for the purpose of testing. The risk of bone pin breakage is not unique to our procedure and is a well known and accepted risk in computer-assisted surgeries and other procedures requiring fixation to body structures. If bone pins from the same lot can be recovered, and addendum will be filed to the MDR with the results of the testing.